Manufacturer narrative:
Additional information sections: h2, h6, h10. An event of tachycardia after the prosthesis was positioned was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 16mm amplatzer septal occluder was selected for implant in a patient with a past medical history of intranodal re-entry without accessory bundle. During the deployment of the device, after prosthesis positioning, tachycardia was observed. The patient received medical treatment. No patient consequences were reported. The user did not allege a relationship between the tachycardia and the occluder. Clinical study patient ID: (B)(6).